Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing due to the internal nimh battery was found depleted and with signs of leakage. Heartware has opened an internal investigation to evaluate the leakages on the controller internal nimh battery. The most likely root cause of the reported event can be attributed to a leaky internal nimh battery. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may failure with age. Patient should be reminded to always follow their patient manuals when changing power courses and never disconnect from power sources at the same time. The steps for exchange of batteries and controllers are outlined. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the (B)(6) that a controller was taken from stock and a software upgrade was completed. At the end of the upgrade, the product was tested and there was no sound for the "high priority alarm after the software upgrade completed". The controller was never given to a patient and therefore no patient involvement. The product is to be returned to the manufacture. No additional information available at this time.